Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced incontinence, pelvic pain and grade 2 cystocele. A lysis of adhesions, anterior colporrhaphy and mesh removal were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.